Event description:
It has been reported, a patient had to have an unanticipated revision surgery due to the crack that the customer alleged to have while lifting weight. The surgeon further reported that the broken screw was extracted and that he implanted another 6.5 diameter screw".